Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak from the cartridge chemistry sample syringe on unicel dxc 800 pro synchron system, and that tightening the syringe assembly did not resolve the issue. The customer reported that the fluid appeared to be water, which was contained and cleaned by the customer. Msds was reviewed and the facility has a risk management plan in place. No injuries were sustained by any laboratory personnel, and medical attention was not sought. No erroneous results were generated, and there was no report of death, injury, or change to patient treatment associated to this incident. Service visit was made on (B)(4) 2012. The field service engineer (fse) noted liquid in the sample syringe area. The fse determined that the valve was leaking and replaced the valve. The service activity was verified to meet the specified requirements per established procedures. The cause of the incident was faulty valve.

Manufacturer narrative:
(B)(4).